Manufacturer narrative:
Evaluation result: brake cams.

Event description:
It was reported by service report that the brake pedal was not holding. No patient involvement or adverse consequences are reported.